Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), a restricted septal leaflet, and pacemaker leads for a triclip procedure. Imaging was challenging due to the imaging quality and equipment, therefore only intracardiac echocardiography (ice) was utilized. It was noted that there was an unfavorable angle of approach (septal hugger) with the system. The first xtw clip could only close to approximately 60 degrees. The gripper interacted with the septal leaflet and could not be removed, despite troubleshooting. Troubleshooting was performed to close the clip, but it could not close. The clip had both leaflets grasped, and was deployed at 60 degrees. The second xtw passed gripper orientation. The clip entered the valve and had a gripper interaction with the septal leaflet. The clip was successfully removed back into the left atrium. Gripper orientation was repeated and the gripper could not lower all the way. Troubleshooting was performed, but the gripper could not lower. The clip was successfully removed from the anatomy, and the gripper issue was observed on the back table. The gripper could not lower during simultaneous or independent gripper actuation. A replacement completed the procedure and the tr was reduced to grade 3. There were no adverse patient sequelae.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. The reported difficult or delayed positioning associate with gripper interaction with the septal leaflet and poor image resolution could not be replicated in a testing environment as it was related to patient anatomy and/or procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue and reported difficult or delayed positioning associate with gripper interaction with the septal leaflet. The poor image resolution was due challenging imaging quality and equipment. There is no indication of a product issue with respect to manufacture, design, or labeling.